Event description:
The event is reported as: the trochar was used with the davinci camera port during docking. Unsure what happened, other than there may have been too much torque place on the trochar. The crack was noticed after the doctor was at the console. A piece of plastic was seen laying on the uterus and immediately retrieved. The surgeon opted to leave the trochar in place throughout the procedure. Patient's current condition unknown. No injury reported.

Manufacturer narrative:
Device sample not returned to manufacturer in time for this report. The batch reported in the complaint (B)(4) does not belong to the product 40591213. A revision history product (DHR) cannot be performed. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. We will continue to monitor and trend relating complaints.